Event description:
On 08/03/2000, the o.r. Supply person informed the MFR sales rep of the following: the physician was unable to feed the catheter through the sheath. Physician tried numerous times, but the sheath would not allow passage of the catheter/ physician finally pulled another device kit, same catalog number and got the introducer to work. The physician felt that it was a problem with the introducer considering physician opened another device kit and had no complication inserting through the same site. No further details were provided.